Manufacturer narrative:
There was a product malfunction found during evaluation of the homechoice machine. During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available. Actual device was returned, evaluated and method/results/conclusion evaluation codes were added. The homechoice device was returned and evaluated by the product analysis lab (pal) on 02/28/2018. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported adverse event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed and the device passed, along with all electrical testing. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed showed that the device had failed. The membrane gasket was removed and revealed the original foam is deteriorated, which was the cause of the failed volume accuracy testing. The piston foam was to be scrapped and the device was sent for servicing. The evaluation of the device could not find anything that caused or contributed to the adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced an unspecified adverse event while performing therapy on the homechoice device. The process step was unknown. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, action with therapy and patient outcome were not reported. No additional information is available.